Event description:
New information received stated that expert review of the fluoroscopy found the conductors were not externalized.

Manufacturer narrative:
A partial lead measuring 15.2cm in length was returned. Analysis of the returned portion was normal. No anomaly found. Without the return of the entire lead a full analysis could not be completed.

Event description:
It was reported that the patient presented for device change-out. Impedance anomaly was found. Suspected externalized conductors were noted via fluoroscopy between distal and proximal coil. Pacing impedance and capture thresholds had recently risen. Lead was capped.